Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Per the reporting pd registered nurse (pdrn), the patient¿s pd catheter (not a fresenius product) was removed, and patient has transitioned to hemodialysis (hd). An email response from the pdrn revealed the patient was hospitalized on (B)(6) 2026 due to complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 92%) were collected, and the patient was diagnosed with peritonitis. Although the timeline is unclear, the patient¿s pd catheter was removed and was replaced with and hd catheter (not a fresenius product) in order to transition to hd for rrt. The patient was treated with intravenous (IV) vancomycin 1000 mg and zosyn 3.375 g (frequencies, durations not provided). The patient¿s preliminary peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued. The patient tolerated the transition to hd and was discharged home on (B)(6) 2026. The pdrn did not report any fresenius device and/or product malfunctions, and attributed causality to a possible touch contamination event. Presently it is unknown if the patient will return to pd therapy once the peritonitis has cleared.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement and transition to hd for rrt. The definitive etiology of the serious adverse events is unknown; however, the pdrn reported a possible touch contamination event occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunction or deficiency, caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.